Event description:
The patient claimed she required medical intervention for high blood glucose reading on (B)(6) 2012 because the keypad buttons were intermittently responsive. The up, down, and ok button require multiple presses to elicit a response. She was treated with insulin via syringe and IV. She was release when her blood glucose reading was at 137 mg/dl. There was no product misuse. The keypad issue was not resolved with training. The pump is being returned for investigation. This complaint is being reported because the patient received hcp medical intervention for high blood glucose after the keypad became unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.